Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08431. It was reported that the leads were explanted and replaced by new leads due to positional over stimulation. The leads were discarded by the facility, and will not be returned to the manufacturer. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.